Event description:
This spontaneous case was reported by a consumer and describes the occurrence of thermal burn ("lights my whole underarm on fire/ I'm few arms hairs down") in a patient who received dr scholls freeze away dual action cutaneous spray for warts. Other product or product use issues identified: medical device monitoring error "using the product near a candle" on (B)(6) 2017, device use error "using the product near a candle" on (B)(6) 2017 and device catching fire "tried to freeze up "freeze away stick" and all the sudden it jumps to the candle and lights whole underarm on fire" on (B)(6) 2017. On an unknown date, the patient started dr scholls freeze away dual action. On (B)(6) 2017, 1 day after starting dr scholls freeze away dual action, the patient experienced thermal burn. At the time of the report, the thermal burn outcome was unknown. The reporter provided no causality assessment for thermal burn with dr scholls freeze away dual action. The reporter commented: "I've been using it pretty much everyday, but today I was sitting by a candle on my bed and tried to freeze up my "freeze away stick" and all the sudden it jumps to the candle and lights my whole underarm on fire?!!!! Then as I throw the "freeze away stick" it hits my pillow and catches it on fire!! Anyway I'm a few arms hairs down and the pillow only has minor damage!! " the list of device similar incidents contains dr scholls freeze away dual action reports received by bayer coded with the same medra preferred term. In this particular case a search in the database was performed on 14-mar-2018 for the following meddra preferred term: device catching fire, the analysis in the global safety database revealed 0 case(s). Bayer is closely monitoring the benefit-risk profile of dr scholls freeze away dual action. A recent cumulative review of all available data on dr scholls freeze away dual action has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: a ptc investigation cannot be conducted by the quality unit as a batch number or sample was not provided. A quality defect could not be confirmed. The product labeling includes warnings concerning flammability and the consumer reported using the product near a candle. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 12-mar-2018: quality-safety evaluation of ptc. This spontaneous report refers to a patient of unspecified age and gender who used dr scholls freeze away dual action (salicylic acid, dimethyl ether, propane) for wart removal. On (B)(6) 2017, patient was sitting by a candle on his/her bed and tried to freeze up "freeze away stick" and all the sudden it jumps to the candle and lights his/her whole underarm on fire. Then as he/she throw the "freeze away stick" it hits the pillow and catches it on fire!! Only few arms hairs down and the pillow only has minor damage. The events were considered non-serious. Device catching fire and thermal burn are unlisted according to dr scholls freeze away dual action reference safety information. The product labeling includes warnings concerning flammability and the consumer reported using the product near a candle. Although an incorrect use of product occurred, this improper use led to patient's thermal burn (few arms hairs down), thus all events were considered related to dr scholls freeze away dual action. A product technical complaint investigation resulted in an unconfirmed quality defect. Additionally, there is no evidence that a device-related defect or malfunction caused a death or serious injury. However there was a potential for harm to the patient in less fortunate circumstances. For that reason, this case was regarded as incident. No further information is expected.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of thermal burn ("lights my whole underarm on fire/ I'm few arms hairs down") in a patient who received dr scholls freeze away dual action cutaneous spray for excision of wart. Other product or product use issues identified: medical device monitoring error "using the product near a candle" on (B)(6) 2017, device use error "using the product near a candle" on (B)(6) 2017 and device catching fire "tried to freeze up "freeze away stick" and all the sudden it jumps to the candle and lights whole underarm on fire" (seriousness criterion intervention required) on (B)(6) 2017. On an unknown date, the patient started dr scholls freeze away dual action. On (B)(6) 2017, 1 day after starting dr scholls freeze away dual action, the patient experienced thermal burn (seriousness criterion intervention required). At the time of the report, the thermal burn outcome was unknown. The reporter provided no causality assessment for thermal burn with dr scholls freeze away dual action. The reporter commented: "I've been using it pretty much everyday, but today I was sitting by a candle on my bed and tried to freeze up my "freeze away stick" and all the sudden it jumps to the candle and lights my whole underarm on fire?!!!! Then as I throw the "freeze away stick" it hits my pillow and catches it on fire!! Anyway I'm a few arms hairs down and the pillow only has minor damage!!" Quality-safety evaluation of ptc: a ptc investigation cannot be conducted by the quality unit as a batch number or sample was not provided. A quality defect could not be confirmed. The product labeling includes warnings concerning flammability and the consumer reported using the product near a candle. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 2-aug-2018: upon bayer internal review, the seriousness criteria for the event of thermal burn ("lights my whole underarm on fire/ I'm few arms hairs down") was updated to intervention required. Thermal burn updated to incident. Device catching fire and thermal burn are unlisted according to dr scholls freeze away dual action reference safety information. The product labeling includes warnings concerning flammability and the consumer reported using the product near a candle. Although an incorrect use of product occurred, this improper use led to patient's thermal burn, thus all events were considered related to dr scholls freeze away dual action. A product technical complaint investigation resulted in an unconfirmed quality defect. Additionally, there is no evidence that a device-related defect or malfunction caused a death or serious injury. However there was a potential for harm to the patient in less fortunate circumstances. For that reason, this case was regarded as incident. No further information is expected.